Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The posterior or needle did not present on deployment and apparently missed the barrel. Needle back down was not successful. The pt was taken for surgical device removal. Surgery was successful and the pt did fine. Reports from the field noted a potential error in physician technique which may be responsible for the needle miss.